Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics and inside the battery compartment.

Event description:
The customer reported an intermittent blank display after getting the insulin pump wet. Advised that the insulin pump would be replaced. Nothing further was reported.